Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial folds, marionette lines, lips and the philtrum with 1 ml of juvéderm volbella® xc. The patient received ipl to bruises one day post-treatment. The patient had a skin check 3 months later and nodules were seen at the ¿marionette lines, nasolabial folds, upper lip, and the vermillion border (bilateral). The patient was treated with hyaluronidase and a medrol dosepak that same day. Three days later, the patient was treated again with hyaluronidase, prednisone, and a z pack. On the next visit, the patient declined a hyaluronidase injection as the upper lip felt too sore. Sixteen days after the last treatment, the patient was given cephalexin 500 mg 1 po bid x 10 days. Symptoms are ongoing.